Event description:
On august 14, 2006 the lay user/patient contacted lifescan alleging that her one touch meter was reading inaccuratley high. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone.the patient reported experiencing several low blood glucose reactions approximately 3 to 4 weeks ago. She described, "feeling bad like her blood glucose was low". She could not recall specific blood glucose results. The patient was advised by her physician to continue taking her insulin based on her sliding scale insulin regimen. As the patient was concerned that the meter was reading high, she was adjusting her food intake. The customer care advocate verified that the unit of measurement was set corretcly. The patient was correctly cleaning the puncture and using the correct testing technique. The patient purchased test strips for her back-up one touch profile meter. The reported meter was replaced with a one touch basic enhanced meter. It would have been helpful to know the results obtained during the time of concern, testing frequency, when she started the sliding scale insulin regimen, and if she sought medical attention. This complaint is being reported due to following conclusion: the patient alleges obtaining inaccurately high results, administering insulin based on a sliding scale regimen, and experiencing several episodes the patient describes as "blood glucose was low".

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.